Event description:
Per the clinic, on (B)(6), 2012 the patient experienced irritation at the abutment site and was prescribed oral antibiotics. On (B)(6), 2013 the abutment site was debrided due to infection and the patient was prescribed oral antibiotics. The site was debrided for a second time due to infection in (B)(6) 2014 (specific date note reported). On (B)(6), 2014, the patient was taken to the operating room and administered general anesthesia to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.